Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call retainer ring damage on the insulin pump. Customer¿s blood glucose level was unknown. Customer advised the retainer ring had come off and was loose for a long time. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring. Analysis was unable to perform displacement test due to physical damage. The insulin pump was received with faded serial number label. The insulin pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged.